Manufacturer narrative:
(B)(4). The field service engineer (fse) trouble shot the system and found a problem with a power tray in main cabinet. He replaced the power tray and tested the system, this solved the problem.

Event description:
Philips received a complaint from a customer that system does not run.